Event description:
It was reported that a malfunction alarm occurred with no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information to the customer, helped with resetting the pump, and instructed the customer to continue using the pump. The customer was advised to call back if the malfunction code recurred, which the customer acknowledged and understood.